Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had "grain like" foreign matter on the catheter tips. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: since no samples/picture displaying the condition reported are available for examination, we were unable to fully investigate this incident. A complaint history check was not performed as the lot number is "unknown" for this complaint. Bd was unable to confirm the claim. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd angiocath¿ IV catheter had "grain like" foreign matter on the catheter tips. No serious injury or medical intervention was reported.